Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing and pace impedance measurements high out of range, greater than 2,000 ohms. A lead conductor fracture was confirmed. Subsequently, a new ra lead of a different model was successfully implanted. No additional adverse patient effects were reported.